Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, posterior medial wear was noted on the insert. A 4x9 cs insert was revised to a 4x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.